Manufacturer narrative:
Additional information in d10. H10: the device was not returned for evaluation. The lot review was performed and there were no issues found.

Manufacturer narrative:
It is unknown if the product is available for evaluation.

Event description:
The customer reported that spiros®, closed male luer w/red cap was leaking chemotherapy (fluorouracil) at the point of connection between the syringe and the spiros. It was stated that the nurse noticed leaking while administrating IV push to the patient. There was patient involvement but no report of an adverse event or delay in critical therapy.